Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: chronic severe pain in both hips, difficulty walking and moving generally, elevated chromium and cobalt blood levels; emotional distress, medical expenses and increased risk of future injury and harm. **update** * 01/30/2012 patient fact sheet form was received. There was no new information that would change the outcome of the investigation. **update** 3 july 2014 - der rcvd - added dor, patient demographics, metallosis and sleeve product. Update rec'd 03/04/2015 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 3/17/15. Update rec'd 4/9/15- medical records for the left hip revision received. Upon revision, corrosion and black debris were noted at the trunnion. The stem remained in situ. The stems and sleeves are being reported for elevated metal ion levels. This complaint was updated on: 04/15/2015.